Event description:
It was initially reported to boston scientific corporation that a wallflex enteral (B)(6) 2012. According to the complainant, during the procedure, the stent became stuck after being deployed halfway. Different techniques and pressure were used in an attempt to deploy the stent and the handle snapped. The stent was reconstrained and the device was removed from the patient and the procedure was completed with a different size wallflex enteral duodenal stent the following day. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results which found part of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
Patient was over 18 years old (B)(4) for the evaluation findings of polytetrafluoroethylene (ptfe) coating delamination from catheter. A visual examination of the returned device found that the stent was fully mounted onto the device. A 0.035 inch jagwire was returned inserted through the tip. The outer sheath was kinked at 150 mm proximal to its distal end. The outer sheath had detached from the distal handle. The stainless steel handle was bent and appeared to have been cut. Both the proximal handle and distal handles were not returned. The outer sheath was accordioned at several locations towards its proximal end. It was not possible to deploy the stent due to the condition of the returned device so the shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. It was noted that the inner lumen had stretched and 24 mm of the spacer tube was visible distal to the stainless steel handle. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event.